Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a fan issue however the system fan and power supply were replaced as preventive measures and it was noted that the comment of overheating was confirmed through one overheat condition in the error log and therefore the micro processing unit was replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a fan issue and was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.